Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the proximal setup joint (suj) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection residue was found on the brake which would be related to the reported problem. Fa installed the proximal suj onto a golden system where no errors was found in the error logs. Fa tested the proximal suj on a patient side cart fixture test platform (pftp) where it passed all tests. Based on these findings, failure analysis determined the vertical brake to be the potential root causes for this issue. The probable root cause is attributed to friction issues resulted from a faulty vertical magnetic brake located on proximal suj inner.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the proximal setup joint (suj). The system was tested and verified as ready for use. Isi has not received the proximal suj to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced a persistent error 22028 on the universal side manipulator (usm) 3. The reporter contacted an intuitive surgical inc. (Isi) technical support engineer (tse) for troubleshooting assistance. The tse reviewed the logs and confirmed the error and advised user to disable usm 3. No further information was provided. No known impact or patient consequence was reported.